Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported: ¿2ml into administering phesgo injection, this rn noted a drop of fluid leaking from the connection site between the syringe and butterfly needle tubing. This rn attempted to tighten the connection site but it was already tight. Upon attempting another small push, more drops leaked. This rn stopped injection, removed needle, and informed pharmacy. Pharmacy contacted dr. Xxx's team and provided this rn with a new syringe of 8ml. Second syringe was administered without problem.¿